Event description:
In 2001 during the middle of an operation the kion initiated a low battery alarm. The clinical staff then realized that they had no system ac power. They tried a different ac receptacle and power cord but without success. When the battery died 30 minutes later they manually ventilated the patient until the end of the operation. No patient injury. The company confirmed that the power supply had no output that same day and replaced it the next day.